Manufacturer narrative:
Manufacturer narrative: siemens healthineers completed a detailed investigation of the reported event. The investigation was performed on expert discussions considering complaint description, customer service reports, system history, and system log file analysis. According to the available information, during an emergency case x-ray was blocked and the error message "no xray, tube too hot" was displayed and the system switched to bypass mode. The procedure was then continued and finished using an alternative system. No health consequence was communicated. The onsite service intervention revealed a defective pump of the x-ray tube cooling unit. Therefore, the cooling unit was no longer able to dissipate the heat generated by the x-ray tube. Subsequently, a multi-stage detection and warning mechanism was activated, so that the system displayed the message "tube hot, have a break" to the user. The user continued the x-ray and, as a result a hardware switch was activated, disabling the x-ray and displaying "no x-ray, tube too hot". After the exchange of the pump, the system worked as intended again. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. The incident described in the event was not classified as a reportable adverse event after the detailed investigation, because neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected, since the corresponding probability according to the risk analysis is in the range of inconceivable.

Event description:
Siemens became aware of an incident that occurred while operating the artis zee biplane system. During a patient procedure, the unit displayed a warning message ¿plane a: no xray, tube is hot" and no radiation could be released. As a result, no video was displayed to the user, and the procedure had to be completed on an alternate system. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.